Event description:
A customer reported a skin reaction while wearing the adc freestyle libre sensor and experienced itching and developed eczema at the sensor site. Hcp contact was made on 08-feb-2021 and the customer was prescribed "betneval ointment 0.1%" for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (0m000fpguk4) has been returned and investigated. Visual inspection was performed on the returned sensor patch and adhesive, no issues were observed. No malfunction or product deficiency was identified. Additional information: it has been determined that there was a typo in the event date reported in the previous (combined initial final) report, therefore section b3 (date of event) and section b5 (describe event or problem) were updated from 08 feb 20 to 08 feb 21. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a skin reaction while wearing the adc freestyle libre sensor and experienced itching and developed eczema at the sensor site. Hcp contact was made on (B)(6) 2020 and the customer was prescribed "betneval ointment 0.1%" for treatment. There was no report of death or permanent injury associated with this event.